Event description:
During the procedure the balloon catheter burst at 9 atm (1 atm above burst rate). No intervention or patient complications were reported. However, during evaluation of the returned product a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cuase an adverse event if it were to recur.